Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es barcode had print wrong for a medication. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the wrong barcode was printed on the printer. A technical support specialist established the server connection. The medication ID and its linked barcodes were reviewed. It was found that the barcode had been incorrectly relinked to another medication, which caused issues across all facilities. The correct barcodes were then relinked, and the medication began scanning properly with both the pyxis med label and the cerner bedside system. The system functioned as intended after the technical support specialist troubleshot the device.